Event description:
It was reported that the device had a cracked housing and bent tip. Upon investigation, it was determined that the ball at the tip of the suction tube had fallen off. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the MFR for investigation. Based on the investigation details the tip of the device is deformed, which most likely caused the ball at the tip of the suction tube to fall off.